Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Needle complaint was not confirmed due to customer did not returned insertion needle, only returned sensor.

Event description:
It was reported that customer is experiencing low blood glucose levels. Customer's blood glucose readings ranged from 32 to 150 mg/dl. Nothing further reported.